Event description:
It was reported by fax to the cin that during a laparoscopic procedure the o ring inside the trocar fell out and into the abdominal cavity. The rep was notified to gather more info. 11/24/97 rep reports the o ring was retrieved with a grasper. There was no consequence to the pt.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip condition, conforming; desufflation lever condition, nonconforming; latch condition, conforming; obturator condition, conforming; outer gasket condition, conforming; reset button condition, conforming; sleeve condition, conforming; stopcock condition, conforming and trocar condition, conforming. Functional tests & results: does safety shield retract, conforming; flapper door functional, conforming and lockout functional, conforming. Analysis conclusion: based upon the inquiry info received and the visual examination, it was confirmed that the reported "o ring inside the trocar fell out". The sleeve was received with the inner gasket dislodged from its orignal position. The inner gasket was received attached to the obturator, complete. No conclusions could be reached as to how the inner gasket had become dislodged from its original position.